Event description:
Customer reported a malfunction code on the mobi pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood the instructions.